Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 02-dec-2015: follow-up attempts were done with no response to date.

Event description:
This is a spontaneous case report received from a (B)(6) consumer in united states on 19-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. She reported she bleed for one year following the insertion. She took 10 different births controls that did not help her. On an unspecified date, she had an ablation performed; she reported the physician put a hole in her uterus. At time of the report, she stated she start to bleed 3-4 days before she got her period and also had cramping. She reported that her hsg (hysterosalpingogram) test showed the tubes completely blocked. Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who bled for one year following the insertion of essure (fallopian tube occlusion insert). She was submitted to an endometrial ablation; according to her physician put a hole in her uterus during this procedure. These events are listed according to essure's reference safety information and were considered serious due to medical importance. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the temporal relationship between essure insertion and the event was positive and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Regarding the reported uterine perforation; since it occurred in association with the ablation procedure; it was considered as unrelated to essure. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding's treatment. In addition non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information is being sought.